Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verioiq meter read inaccurately high in comparison to another device. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on an unknown date, he obtained a result of 138mg/dl on the subject meter which he felt was inaccurately high in comparison to a result of 76mg/dl obtained on a freestyle meter. The two tests were performed within 30 minutes. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The patient detailed that he takes metformin pills, glipizide pills and insulin to manage his diabetes however denied making any changes to his usual diabetes management routine in response to the alleged issue. The patient claimed that ten minutes after the alleged inaccuracy he developed symptoms of sweating and shakes, but denied receiving any treatment. At the time of troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. When the cca walked the patient through a control solution test, the results were in range. Replacement products were sent to the patient. This complaint is being reported because the patient suffered symptoms suggestive of a serious injury after the alleged meter inaccuracy.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ the patient¿s meter has been returned on 4/17/2015 and evaluated by lifescan product analysis on 4/22/2015 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.